Manufacturer narrative:
(B)(4).

Event description:
It was reported a motor stall was confirmed and noted in the event logs with no motor stall recovery recorded. The motor stalled on (B)(6) 2010 at 23:49 and stopped pump period may exceed tube set message logged on (B)(6) 2010. The actual residual volume, 6.0 ml, was less than the expected residual volume, 11.0 ml. Pt experienced nausea, dry heaves, chills and irregular sleep. The pump contained dilaudid, bupivacaine and prialt but the dosage and concentration were not provided. Additional information has been requested and will be made as f/u as it becomes available.